Manufacturer narrative:
It was reported on (B)(6) 2025, the patient experienced blistering while wearing the universal patch. The patient did receive medical intervention (dermatology visit) where they were prescribed clobetasol propionate (steroid cream). The patient did not follow skin preparation instructions (used dove soap, witch hazel, scrubbing pad every time they changed the patch), and has a known skin sensitivity (yes) and allergy to the sun and sweating. The patient did take a break in service (2 days) and was advised of new end of service date of (B)(6) 2025. Return instructions were offered but refused (power off monitor). Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and has a known medical/dermatologic condition. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025, the patient experienced blistering while wearing the universal patch. The patient did receive medical intervention (dermatology visit) where they were prescribed clobetasol propionate (steroid cream). The patient did not follow skin preparation instructions (used dove soap, witch hazel, scrubbing pad every time they changed the patch) and has a known skin sensitivity (yes) and allergy to the sun and sweating. The patient did take a break in service (2 days) and was advised of new end of service date of (B)(6) 2025. Return instructions were offered but refused (power off monitor). Mentioned the leadwire, flexwire adapter options and placed order for 30 pack nissha electrodes.